Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. The pt had an unk sized taxus express2 drug eluting stent (des) implanted to treat an unspecified lesion. At 365 days later, the patient discontinued plavix. At 33 days later, or 398 days post implant, the pt presented with an acute myocardial infarction and thrombosis. The pt's current condition is unk. Despite multiple attempts to request additional info no info was received.

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. As the batch number is unk a review of the manufacturing records could not be carried out. As the upn is unk a ship history could not be carried out in order to identify potential batch numbers for this complaint. Therefore, a review of the mfg records for potential batches that this complaint was reported for could not be carried out. A similar complaints review could not be performed as the batch number is unk. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.